Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The abiomed field service representative reported that while removing the purge cassette and disc from the automated impella controller (aic) console, the blue portion the disc slides into broke off. This event occurred during training and there was no patient involvement.